Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer was unaware how the screen became broken. Customer stated the pump was in his pocket and it could have hit something while he was at work. The customer's blood glucose level was 145 mg/dl. Customer would continue to use the pump for insulin therapy.